Event description:
It was reported that during the procedure in the heavily tortuous and tight left anterior descending artery, a non-abbott guide wire was advanced into the patient anatomy. The physician attempted to advance three non-abbott stents and two promus stents into the patient anatomy; however, none of the devices were able to advance to the target lesion. Normal force was applied and a dissection occurred. The order the stents were advanced into the patient anatomy is unknown and it is unclear when or which stent may have caused the dissection. The patient was taken to surgery and three vessel bypass was performed with good outcome. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: persuader. Stent: ion 2.5 x 12, 2.25 x 12, 2.5 x 20; promus 2.75 x 18 mm. The 2.75 x 18 mm promus is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous which likely contributed to the reported failure to advance. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. The reported dissection is a known adverse event listed in the promus instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.